Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited loss of capture at 3.5v. It was noted the pt has high potassium levels and the physician suspected the higher levels were causing high thresholds and loss of capture. The device was reprogrammed to a higher output and the pt will be monitored for approx a week to assess if the threshold measurements decreased with decreased potassium levels. It was reported the pt has had syncopal episodes. Records indicate this lead remains in service. Should add'l info become available this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.